Manufacturer narrative:
(B)(4). Concomitant product: 183112, vngd ps open intl fem rt 70, 352020. 184786, series a pat thn 34x7.8 3 peg no/wr, 077180. 3003940002, refobacin bone cement r 2x40g, a418af2405. Report source, foreign ¿ event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a knee revision due to loosening of the tibial component. It was further reported there was no adhesion of the cement on the tibia.